Manufacturer narrative:
Batch record review, chemistry and microbiological testing retain evaluation were performed. Product was within specifications. Batch record review for the reported lot did not show any deviations or provide reason for pt's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from pt was tested and found to be within chemical specification, however, it was no longer sterile. Batch record review and retain evaluation results indicate that the solution was released sterile and contamination of the complaint unit is likely due to user error.

Event description:
A male patient reported experiencing two (unconfirmed) "infections" within one month while including complete moistureplus in his lens care regimen. Pt explained that he is graduate student in biochemistry, and performed his own test for growth in the solution. He claims to have found significant bacterial growth in the solution. Follow-up info from pt indicated that he had been using this particular of solution on and off for approx. 3 months. Both infections were reportedly after using this bottle. He had also been using solution from a different bottle and did not have any problems. When pt did his own testing on the solution, he squeezed solution from the bottle tip and did not extract with sterile pipette. Pt did seek medical treatment and was prescribed an (unk) antibiotic. He has recovered and has returned to wearing contact lenses.